Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 98 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer experienced lost sensor alerts as well. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, prime/a33 and no delivery tests. No excessive "no delivery" error alarm noted. Unit was communicated properly with mini link transmitter sensor and glucose sensor simulator. No unexpected lost sensor alarm noted. Unit had intermittent button response due to flatten the button dome switch. Unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.